Event description:
A surgeon reported that while in a cranial procedure, the screen was unresponsive. The registration was good and after they went sterile, they were having difficulty seeing the microscope. After further troubleshooting, it was determined that there was intermittent tracking with the microscope probe. The medtronic rep explained positioning the scope so it is green. The site was unable to get the microscope green to navigate. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info not available from site at time of this report. Software has not been evaluated as of the date of this report.